Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and cystocele and mesh was implanted along with the concurrent procedures of cystocele repair, cystoscopy, and bladder neck suspension. It was reported that following insertion of the mesh the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent coaptite injection, cystoplasty and vaginoplasty on (B)(6) 2007. It was reported that the patient underwent mesh excision on (B)(6) 2013. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent coaptite injection, cystoscopy, and vaginoplasty on (B)(6) 2007. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 11/7/2016. Additional information: age/date of birth.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.